Event description:
It was reported that during a brevera procedure on (B)(6) 2022, the customer was having issue obtaining samples and the bleeding become stronger and a small hematoma developed. No medical intervention was required. No other information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The field service engineer has checked the brevera console- no issues were detected. And the device met the manufacturer´s specifications.